Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to treatment for a sinus infection. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6), 2011.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; the patient was reimplanted with a new device during the same surgery.this report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): implanted device remains.